Event description:
The salute fixation device was being prepared for a case when the problem occured. The device's intended use is for fixation of prosthetic material. The customer reported that the implant disposable was loaded into the system and then test fired. It would only deploy straight wire, instead of the "q" shape it is intended to deploy. The onux sales rep inspected the device when he arrived at the hosptial and found a small piece of wire lodge in the tip of the salute reusable shaft.